Event description:
The device was explanted due to a suspected device malfunction. Explantation/reimplantation surgery was perfomed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.